Event description:
Nurse attempting IV start on new patient with #20 IV cath. Able to penetrate patient's vein but when attempting to advance the cath, it would not advance. Again, the tip of the cath seemed "blunted" or "flattened" to the nurse and unable to advance.this facility has had more than 5 similar events with this manufacturer's device within the last month. The manufacturer has been notified and product has been returned. Patients require an additional IV stick when this event occurs. Staff inserting the IV lines are experienced nurses. This is not a new product at this facility.